Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-12928, related manufacturer reference number: 2017865-2019-12929. It was reported that the patient presented with an infection. Blood cultures from the device pocket tested positive. The system was explanted and the patient was given antibiotics while recovering. The patient's condition is stable.